Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 7.5, 5.1, 4.9. Pt's therapeutic range: 2.5-3.5 inr.